Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# : (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the leads migrated into the lumen. An egd was performed and the leads were found in the lumen. Surgery to explant the leads was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep on behalf of the healthcare provider indicated that they did not know the cause of the leads migrating into the lumen. No further complications were reported/anticipated.